Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.

Event description:
"Surgeon (B) (6) was inserting a large allergan lap band through the c0r37 & septum shield with iris seal ripped off & ended up in pt's abdomen. It was removed with some difficulty. Please see photos & disinfected trocar."